Manufacturer narrative:
The insulin pump was received with all buttons responding properly and passed the self test and the displacement test. No stuck button alarm, damage or moisture damage on the keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. The insulin pump was received with stained keypad overlay, scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the button of insulin pump was stuck and had issue with the pressing it. Customer stated insulin pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.